Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion and prime tests. However, the insulin pump was received stuck in a motor error alarm during bolus delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratches on the display window.

Event description:
It was reported that the customer's son received a motor error on his insulin pump during bolus. The patient's blood glucose level was not recorded. The motor error occurred six times in the last 30 days. The insulin pump was replaced. No further information was provided.